Manufacturer narrative:
H10 block h6: device code 2907 captures the reportable event of coil detached. Block h10: visual analysis found the returned device was broken in two. The end of the coil and the distal tip of the device were detached. There was some scorching and discoloration on the exposed end of the coil. The damage and scorching is consistent with laser damage. Based on all available information, it is likely that the user fired upon the coil with a laser, causing it to detach. The direction for use (dfu) states "warning: to minimize risk of device breakage or patient injury, do not fire laser directly on any part of the stone cone coil. Warning: do not set holmium laser energy above .8 joules or power setting over 8 watts". Therefore, the most probable root cause is unintended use error caused or contributed to event, indicating that the interaction between the user and device, or sample, caused or contributed to the error. A labeling review was performed, and there is no evidence that the device was used not in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that a stone cone nitinol retrieval coil was used in the ureter during a transurethral lithotripsy procedure performed on (B)(6), 2020. According to the complainant, during preparation, it was noticed that the coil/cone was separated. The procedure was completed with another stone cone. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a stone cone nitinol retrieval coil was used in the ureter during a transurethral lithotripsy procedure performed on (B)(6) 2020. According to the complainant, during preparation, it was noticed that the coil/cone was separated. The procedure was completed with another stone cone. There were no patient complications reported as a result of this event.